Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The following information was provided by the customer. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The scope channels were precleaned with enzymez. The scope channels and distal end were manually cleaned with enzymez and a pultru brush. The scope was not manually disinfected. Soluscope was used as the automatic endoscope reprocessor (aer) along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored in a simple cabinet with no drying function. Olympus will be used for repair and maintenance. The culture test was not carried out on the aer. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the endoscope tested positive for microbial contamination. The ultrasonic gastrovideoscope was tested, and filamentous fungi was found. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-ue160-al5 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.